Event description:
It was reported that this device was suspected to exhibit premature battery depletion (pbd). Subsequently, a preventive replacement procedure was scheduled for this pacemaker because it was part of the field action population, high battery impedance initiating safety mode in ingenio el pacemakers and crt-ps. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected to exhibit premature battery depletion (pbd). Subsequently, a preventive replacement procedure was scheduled for this pacemaker because it was part of the field action population, high battery impedance initiating safety mode in ingenio el pacemakers and crt-ps. No adverse patient effects were reported. Additional information was received clarifying that this device was not suspected to exhibit premature battery depletion, this was incorrectly reported in the initial product experience report.

Manufacturer narrative:
Additional information was received clarifying that this device was not suspected to exhibit premature battery depletion, this was incorrectly reported in the initial product experience report. This is no longer a reportable event.